Event description:
A 55-year-old female sustained multiple fractures in serious motor vehicle accident. Pt was placed on motorized bed 6/5/95-6/11/95. On 6/13/95, pt was noted to have a grade 3 occipital decubitus ulcer. Ulcer will require skin grafting to repair.